Manufacturer narrative:
A patient experiencing autoreducing due to a lead fracture was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing autoreducing due to a lead fracture was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), lot: 7110366

Event description:
It was reported that patient experienced ineffective therapy after a mammogram. Imaging showed that the left occipital lead was fractured during mammogram. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that was associated with the issue.